Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed. The noise was reproducible with pocket manipulation. No programming changes were made and the asymptomatic patient would continue to be monitored normally.